Event description:
The manufacturer received information alleging "the ventilator could be turned on during preparation of the device before use, but it alarmed when it was turned on, and it could not be used normally" at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.